Event description:
Three years post implantation of the gastric band, and x-ray taken in 2008 revealed that the band was torn. The band was explanted and reimplanted with a new band. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.